Event description:
The field service representative (fsr) reported that during notice of field correction (nfc) of the device, the roller pump head was dead after dozens of attempts to load the 1.40 software. The pump booted up before the fsr tried to perform the nfc. Since the event occurred during nfc, there was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00677. The field service representative (fsr) hooked up the pump heads on another system-1 and the software update failed. The fsr took the small p/c card out of its jacket and used another jacket and software update still failed. The fsr could not do the nfc with the new software card. The fsr replaced the roller pump head with a loaner and completed preventative maintenance. The unit operated to manufacturer specifications and was returned to clinical use. The suspect roller pump was returned to the manufacturer for further investigation. The reported complaint was confirmed by laboratory evaluation. The quality laboratory technician removed of the roller pump module and replacement with a known good module resolved the issue. Closer inspection found the generic board within the module would not allow the new software to be downloaded. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.